Manufacturer narrative:
The reported issue of one of the infusion ports of the solex catheter (lot # 168087) has became occluded was confirmed during functional testing of the returned solex catheter. The medial infusion port was unable to flush due to a blood clot inside the tubing. If the infusion lumens are not flushed with sterile saline before or upon placement as required per the IFU, the blood sips into the infusion lumens by capillary action and it co-angulates in the lumen(s) causing a blockage. However, the confirmed information regarding the user's adherence to this particular IFU step is not available. So the exact root cause of blood clogging the infusion lumen cannot be determined. Based on the nature of the reported issue, product defect is ruled out. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Noticed blood residues inside the medial and proximal luered tubings. Functional flushing of the returned catheter was performed and all infusion ports and lumens were flushed without resistance, except the medial luered tubing. The medial infusion port was unable to flush due to a blood clot inside the tubing, thus confirming the reported complaint. A functional pressure leak test of the returned catheter was performed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation, no leaks were found in the luered tubings and the catheter functioned as intended. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for solex catheter with lot number 168087. Event of mild infiltration at IV insertion site assessed as not serious because it does not meet criteria for seriousness. No treatment was reported for this event. Based on available information, the event was probably related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. It was possible that the catheter was inserted not far enough. Event "mild infiltrate at IV insertion site" was not related to catheter deficiency when one of the infusion ports was clogged as the insertion site located lower than the infusion port. Refresher education with the placement of the zoll catheters for ER mds would be probably beneficial at this site. Infiltration at IV insertion site is an anticipated event and could potentially occur with the usage of any catheter. The event is probably related to the device and is not related to the procedure.

Event description:
The zoll solex catheter (lot # 168087) was used for the treatment of the patient after cardiac arrest. The catheter was placed in the right internal jugular vein by the emergency department under ultrasound guidance without any documented issues. The following day, after the catheter placement, the catheter was removed as one of the infusion ports (medial or proximal) become occluded. It is unknown if any medication was infused through the medial and the proximal luers. There was no issue reported with the in/out catheter luers. Unrelated to the solex catheter issue the treatment was discontinued. Per the reporter, a very mild infiltration (mild blanching) was noted at the IV insertion site immediately before removal. There was no vein perforation with the catheter reported by the user. No consequences or impact to the patient.